Event description:
Additional information received noted that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. Appointment was noted as (B)(6) 2014.

Event description:
It was reported that the patient¿s stimulation had quit working. The patient stated that he did not know if it quit working due to normal battery depletion. The patient stated that he went on the day of the report and had a stomach emptying test and upper and lower gastrointestinal done. The doctor stated that the device was definitely not working and they did not know why. The patient just found out on the day of the report that the device stopped working. The patient also noted that he needed a new healthcare provider (hcp). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).